Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the nurses did not wear face masks, reused the same minicaps and put the same tube on the patient. It was reported the patient was hospitalized for another indication and then developed peritonitis while hospitalized. Treatment was not reported. Dianeal therapy was ongoing. It was reported the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.